Manufacturer narrative:
Product has been requested from consumer. A device evaluation will be conducted upon receipt.

Event description:
Consumer claims he was using heating pad and sustained a 2nd degree burn to his hip area. No formal medical attention was sought.